Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) a call to technical services on 4/23/2013 states that high out of range (oor) amplitude measurement was noted from november 2011. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).